Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the peritonitis event. On an unknown date, the patient was discharged from the hospital and was reported as doing well. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake, further described as "6 steps of hand washing not followed". The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of meropenem (1 gm, daily, route not reported) and injection of vancomycin (1 gm, daily, route not reported). Action with dianeal therapy was not reported. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.